Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (a-fib), typical flutter and a-typical flutter ablation procedure with a soundstar catheter and the patient experienced a cardiac perforation that required surgical intervention. A pericardial effusion was discovered toward the end of the case after checking for effusion post-ablation. The effusion had been about a centimeter wide. They did a transthoracic echo to determine that they need a pericardiocentesis, but they could not stop the effusion. A surgeon was called in and they were working on a surgical window and they determined that there was a puncture to the right ventricle (rv). The patient was in stable condition the whole time. Ablation was performed (with qdot and varipulse) however, it was reported the rv perforation was with the soundstar intracardiac echocardiography (ice) catheter as this is the only catheter that was put in the rv.